Manufacturer narrative:
A partial lead with the connector pin measuring 46.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the operating room due to infection, endocarditis, and right atrial lead vegetation. During the procedure it was noted that the pocket was eroded and the patient had a large posterior pericardial effusion. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient did well and there were no complications.